Event description:
An attempt was made to deploy a 3.0mm diameter x 18mm length endeavor rx drug-eluting coronary stent into a patient; however, it is reported that the "product was handed to the physician when the outer pouch was opened, so the physician held the product with the inner pouch." Communication from the field confirmed that the relevant device was not used in the patient. The endeavor rx instruction for use clearly states that the outer surface of the inner pouch is not sterile and instructs the user not to introduce the non-sterile packaging into the sterile field. A warning is also printed on the external surface of the foil pouch which states as follows: "this protective outer pouch contains an inner pouch with a non sterile exterior. The contents of the inner pouch are sterile." The product/device has not been identified as the root cause of the event. The root cause of the event was a failure of the user to adhere to the product instruction for use.

Manufacturer narrative:
(B)(4) other (unclean product introduced in sterile field). Evaluation, results: failure to adhere to the product instruction for use. Unclean product introduced in sterile field. Evaluation, conclusion: failure to adhere to the product instruction for use.